Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/26/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an animal underwent an oophorectomy performed on (B)(6) 2017 and suture was used. Post-operatively, on (B)(6) 2017 the abdominal wall suture was broken. No further information is available.

Manufacturer narrative:
Representative samples were returned for evaluation. During the visual inspection of the representative samples, no defects were found on the package. The samples were opened and the swage and attachment area of the sample were as expected. All sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The samples were tested for knot tensile strength and the result is above the minimum individual strength requirement . Per the condition of the representative samples, no suture breakage was found on the sutures and the tested samples met the finished goods requirements.